Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call, he was having issues with the reservoirs. Customer stated when he primed he was able to see drops at the end of the tubing but the insulin pump alarmed no delivery. Customer changed the reservoir and after several attempts it worked. Customer's blood glucose was 600 mg/dl. Troubleshooting was not performed and root cause of the alarm was not determined. Customer is returning the reservoir for analysis.